Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. The caller, who was initially not near a charger, contacted support again to reset the pump with assistance from customer support. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the issue appeared again.